Event description:
The customer reported two hospitalization last (B)(6) 2014 due to high blood glucose. Customer was not feeling well at home and had ketones so her husband drove her to emergency room and was treated with intravenous fluid and zofran and was sent home. Customer stated she was hospitalized three days after, (B)(6) 2014 and was the designated driver for her husband who was having surgery that day at the hospital. Customer had excessively vomiting and severe vertigo and collapsed while in the hospital bathroom. Customer stated it was not diabetes related but it was strictly due to vertigo and double vision. The customer mentioned that belt clip was broken while in the hospital. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).